Event description:
It was reported that during the implant procedure, the lead impedance was high upon initial connection to the device. Under fluoroscopy, the lead helix was approximately 50% deployed. An unsuccessful attempt was made for redeployment and for retraction. The lead slack was removed, a straight stylet was inserted, the suture sleeve was cut and the lead was successfully repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.